Event description:
Per the clinic, the patient developed an infection at the incision site and subsequently was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
This report is submitted on october 25, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report is attached. This report is submitted on december 02, 2022.